Manufacturer narrative:
Batch review performed on 05-aug-2024. Lot 1903565: (B)(4) items manufactured and released on 03-sep-2019. Expiration date: 2024-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: gmk-primary 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2203621: (B)(4) items manufactured and released on 20-jul-2022. Expiration date: 2027-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.2205r femur ps cemented size 5 r (k090988) lot 1910466: (B)(4) items manufactured and released on 19-may-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year after primary, the patient came in reporting stiffness and the cause is unknown. The surgeon revised all components and the surgery was completed successfully.